Event description:
Calcium sulfate beads (stimulan rapid cure 10ml x2 sed of lot number 08/13-r192 with exp 08/31/2015 by biocomposite) used with 2.4 g tobramycin and 2 g of vancomycin during surgery for revision of total knee prosthesis. Pt's scr went from 1 on (B)(6) to 1.8 on (B)(6). Vancomycin and tobramycin levels were drawn with a random vancomycin level of 15.4 mcg/ml and tobramycin of 5.4 mcg/ml. The pt was receiving IV vancomycin since the time of surgery but the only tobramycin given was that in the beads. Vancomycin was given ivpb beginning on day of surgery and continued after discharge from facility. Dates of use: (B)(6) 2014.